Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refw2701 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "clinician successfully accessed vessel. Clinician had difficulty advancing wire. Clinician felt resistance, almost like scrapping the vessel wall. She tried to pull back the wire and it wouldn't come out. She had to knick skin to remove needle and wire together. Wire has visible knot at distal end."

Event description:
It was reported "clinician successfully accessed vessel. Clinician had difficulty advancing wire. Clinician felt resistance, almost like scrapping the vessel wall. She tried to pull back the wire and it wouldn't come out. She had to knick skin to remove needle and wire together. Wire has visible knot at distal end."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a knot in the guidewire was confirmed. One 0.018¿ x 50cm guidewire was received in its hoop. The tip straightener was not returned with the hoop. A knot was observed in the coiled segment of the guidewire 2 mm from the distal weld tip. A microscopic examination revealed a red colored fibrous residue within the knotted section of the guidewire. A tactual investigation revealed that the weld tip was intact. Due to the evidence of use on the guidewire, it appeared that the wire inadvertently folded over itself and was twisted into a knot during the procedure. Had the knot existed prior to use, the wire would not have fit through the needle. It was reported that resistance was noted during the insertion process. The complications during insertion may have contributed to the reported event. No manufacturing related defects were noted on the complaint sample and a review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process.